Event description:
(B)(6). It was further noted that during the index procedure, lesion 1 was located in the distal left circumflex (lcx). The lesion was 95% stenosed, 2.5mm in diameter and 28mm long. Predilation was performed with placement of a 2.5x32mm stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the 1st left posterolateral branch. The lesion was 90% stenosed, 2.3mm in diameter and 8.0mm long. Predilation was performed with placement of a 2.25x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. Post index procedure, the patient also experienced acute inferior st segment elevation myocardial infraction. Emergent cardiac catheterization was recommendation. Coronary angiogram revealed the left anterior descending (lad) thrombus in the mid portion with timi iii flow to distal vessel. Lcx 100% thrombus in the mid to distal portion of the vessel at the site of the previously placed stent. The patient was treated with export thrombectomy and angioplasty within the previously placed stent in the distal lcx. Final angiography revealed 0% residual stenosis. The lad was also treated with thrombectomy and angioplasty. Final angiography revealed resolution of thrombus with improvement in diameter.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) for the architect cea assay which required the customer to retest the samples. The customer stated the cea quality control was "not good". After the customer changed lots of reaction vessels, the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Upon further review, the investigation unit has evaluated this customer complaint and determined it is not associated with remedial action (B)(4); therefore, is unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Another identifier has been added to the suspect product. Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Patient was revised to address poly wear and tibial loosening.